Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lw7p, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) would not connect with the clinician or patient programmer. An impedance test was attempted, but was unsuccessful. The implantable neurostimulator (ins) and lead were replaced. Afterwards the patient was feeling stimulation everywhere she needed to feel it and it was at low-voltage. The patient was very happy and the manufacturer representative would follow up with her later in the week.